Event description:
Information received by medtronic indicated that the customer reported insulin pump had a crack back of the pump. Troubleshooting was performed and the customer stated that the insulin pump was neither dropped. The customer confirmed that there was no damage to the retainer ring and out-of-box. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump, and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with cracked battery tube threads, cracked case at the battery tube side, and cracked case at corner of the belt clip rail. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched/torn display window cover, scratched case, missing serial number label, keypad overlay texture damage, scratched keypad overlay, and pillowing keypad overlay, cracked keypad overlay at the select button. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Per (B)(4) ¿ r&d engineer. As per comlink3 log and detailed traces, 'open book' was generated due to 3 sequential pump error 53. Pe 53 (2005/5632) duplicate of row 98 ( software issue). Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 07:44:00.000 alarmalertnotification faultnumber = low battery alert (104), (B)(6) 2023 17:15:00.000 alarmalertnotification faultnumber = change battery fault (73), (B)(6) 2023 17:25:00.000 alarmalertnotification faultnumber = change battery fault (73), (B)(6) 2023 17:46:00.000 alarmalertnotification faultnumber = off no power (11), (B)(6) 2023 17:56:00.000 alarmalertnotification faultnumber = off no power (11), (B)(6) 2023 18:30:25.000 battery removed, (B)(6) 2023 18:30:25.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 18:30:39.000 battery removed, (B)(6) 2023 18:30:49.000 battery inserted, (B)(6) 2023 18:30:58.000 alarmalertnotification faultnumber = batt out limit (6); (B)(6) 2023 07:59:11.000 battery removed, (B)(6) 2023 07:59:11.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 08:00:19.000 battery removed, (B)(6) 2023 08:00:41.000 battery inserted, (B)(6) 2023 08:00:41.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 08:00:45.000 battery removed, (B)(6) 2023 08:00:45.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 08:01:04.000 battery inserted, (B)(6) 2023 08:01:04.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 08:01:08.000 battery removed, (B)(6) 2023 08:01:08.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 08:01:13.000 battery removed, (B)(6) 2023 08:01:46.000 battery removed, (B)(6) 2023 08:01:50.000 battery inserted, (B)(6) 2023 08:01:50.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 08:01:50.000 battery removed, (B)(6) 2023 08:01:50.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 08:06:46.000 battery inserted, (B)(6) 2023 08:06:48.000 battery removed, (B)(6) 2023 08:06:48.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 08:09:41.000 battery inserted, (B)(6) 2023 08:10:29.000 battery removed, (B)(6) 2023 08:10:29.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 08:10:46.000 battery inserted, (B)(6) 2023 08:17:00.000 battery removed, (B)(6) 2023 08:17:00.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 08:17:03.000 battery removed, (B)(6) 2023 08:18:49.000 battery inserted, (B)(6) 2023 08:19:56.000 battery removed, (B)(6) 2023 08:19:56.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 08:20:04.000 battery inserted, (B)(6) 2023 08:26:40.000 battery removed, (B)(6) 2023 08:26:40.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 08:26:44.000 battery removed, (B)(6) 2023 08:27:16.000 battery inserted, (B)(6) 2023 08:27:16.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 08:28:53.000 battery removed, (B)(6) 2023 08:28:53.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 08:29:00.000 battery inserted, (B)(6) 2023 08:29:00.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 08:29:04.000 battery removed, (B)(6) 2023 08:29:04.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 08:29:21.000 battery removed, (B)(6) 2023 08:29:22.000 battery inserted, (B)(6) 2023 08:29:22.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 08:29:24.000 battery removed, (B)(6) 2023 08:29:24.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 08:29:25.000 battery inserted, (B)(6) 2023 08:29:25.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 08:29:25.000 battery removed, (B)(6) 2023 08:29:25.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 08:29:29.000 battery inserted, (B)(6) 2023 08:29:29.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 08:29:29.000 battery removed, (B)(6) 2023 08:29:29.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 08:29:32.000 battery inserted, (B)(6) 2023 08:29:32.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 08:32:56.000 battery removed, (B)(6) 2023 08:32:56.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 08:34:40.000 battery removed, (B)(6) 2023 08:35:18.000 battery inserted, (B)(6) 2023 08:35:18.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 08:36:09.000 battery removed, (B)(6) 2023 08:36:09.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 08:36:11.000 battery inserted, (B)(6) 2023 08:36:11.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 08:36:17.000 battery removed, (B)(6) 2023 08:36:17.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 08:36:25.000 battery inserted, (B)(6) 2023 08:36:25.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 08:36:26.000 battery removed, (B)(6) 2023 08:36:26.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 08:36:33.000 battery inserted, (B)(6) 2023 08:36:33.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 08:36:43.000 battery removed, (B)(6) 2023 08:36:43.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 08:36:48.000 battery removed, (B)(6) 2023 08:39:07.000 battery inserted, (B)(6) 2023 08:39:07.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 08:39:51.000 battery removed, (B)(6) 2023 08:39:51.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 08:39:57.000 battery removed, (B)(6) 2023 08:40:30.000 battery inserted, (B)(6) 2023 08:40:30.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 08:40:35.000 battery removed, (B)(6) 2023 08:40:35.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 08:40:41.000 battery removed, (B)(6) 2023 08:41:49.000 battery removed, (B)(6) 2023 08:43:35.000 battery inserted, (B)(6) 2023 08:43:35.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 08:43:36.000 battery removed, (B)(6) 2023 08:43:36.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 08:43:37.000 battery inserted, (B)(6) 2023 08:43:37.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 08:43:55.000 battery removed, (B)(6) 2023 08:43:55.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 08:43:57.000 battery inserted, (B)(6) 2023 08:49:00.000 alarmalertnotification faultnumber = low battery alert (104), (B)(6) 2023 08:58:58.000 battery removed, (B)(6) 2023 08:58:58.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 08:59:03.000 battery inserted, (B)(6) 2023 09:00:42.000 battery removed, (B)(6) 2023 09:00:42.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 09:00:57.000 battery inserted, (B)(6) 2023 09:00:57.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 09:01:00.000 battery removed, (B)(6) 2023 09:01:00.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 09:01:01.000 battery inserted, (B)(6) 2023 09:01:01.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 09:06:15.000 battery removed, (B)(6) 2023 09:06:15.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 09:06:18.000 battery inserted, (B)(6) 2023 09:06:55.000 battery removed, (B)(6) 2023 09:06:55.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 09:07:06.000 battery inserted, (B)(6) 2023 09:09:13.000 battery removed, (B)(6) 2023 09:09:13.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 09:09:20.000 battery inserted, (B)(6) 2023 09:09:20.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 09:19:00.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 09:19:50.000 battery removed, (B)(6) 2023 09:19:50.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 09:20:12.000 battery inserted, (B)(6) 2023 09:20:53.000 battery removed, (B)(6) 2023 09:20:53.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 09:20:56.000 battery inserted, (B)(6) 2023 09:20:56.000 battery removed, (B)(6) 2023 09:20:56.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 09:21:02.000 battery inserted, (B)(6) 2023 09:21:02.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 09:21:05.000 battery removed, (B)(6) 2023 09:21:05.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 09:21:09.000 battery inserted, (B)(6) 2023 09:21:45.000 battery removed, (B)(6) 2023 09:21:45.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 09:22:00.000 battery removed, (B)(6) 2023 09:22:10.000 battery inserted, (B)(6) 2023 09:22:10.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 09:30:04.000 battery removed, (B)(6) 2023 09:30:04.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 09:30:40.000 battery inserted, (B)(6) 2023 09:30:40.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 09:33:45.000 battery removed, (B)(6) 2023 09:33:45.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 09:40:00.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 09:40:36.000 battery inserted, (B)(6) 2023 09:40:36.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 09:40:43.000 battery removed, (B)(6) 2023 09:40:43.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 09:40:49.000 battery removed, (B)(6) 2023 09:40:54.000 battery removed, (B)(6) 2023 09:41:23.000 battery removed, (B)(6) 2023 09:48:17.000 battery removed, (B)(6) 2023 09:48:22.000 battery inserted, (B)(6) 2023 09:48:22.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 09:48:22.000 battery removed, (B)(6) 2023 09:48:22.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 09:49:09.000 battery removed, (B)(6) 2023 09:49:56.000 battery removed, (B)(6) 2023 09:50:05.000 battery removed, (B)(6) 2023 09:50:27.000 battery removed, (B)(6) 2023 09:50:54.000 battery removed, (B)(6) 2023 09:51:47.000 battery inserted, (B)(6) 2023 09:53:22.000 battery removed, (B)(6) 2023 09:53:22.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 09:57:40.000 battery removed, (B)(6) 2023 10:03:00.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 11:32:57.000 battery removed, (B)(6) 2023 11:32:57.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 11:42:00.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 13:19:35.000 battery removed, (B)(6) 2023 13:19:35.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 13:19:35.000 battery inserted, (B)(6) 2023 13:19:35.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 13:19:35.000 battery removed, (B)(6) 2023 13:19:35.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 13:19:35.000 battery removed, (B)(6) 2023 13:19:35.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 13:19:43.000 battery removed, (B)(6) 2023 13:19:43.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 13:21:23.000 battery removed, (B)(6) 2023 13:21:28.000 battery inserted, (B)(6) 2023 13:21:28.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 13:21:46.000 alarmalertnotification faultnumber = software error (53), (B)(6) 2023 13:21:46.000 battery removed, (B)(6) 2023 13:21:46.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 13:22:00.000 battery inserted, (B)(6) 2023 13:22:00.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 13:22:20.000 alarmalertnotification faultnumber = software error (53), (B)(6) 2023 13:22:23.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 13:22:28.000 battery removed, (B)(6) 2023 13:22:28.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 13:22:48.000 battery removed, (B)(6) 2023 13:32:00.000 alarmalertnotification faultnumber = software error (53), (B)(6) 2023 13:40:55.000 alarmalertnotification faultnumber = software error (53), (B)(6) 2023 13:40:58.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 13:50:00.000 alarmalertnotification faultnumber = software error (53), (B)(6) 2023 13:52:13.000 battery removed, (B)(6) 2023 13:52:13.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 13:52:19.000 battery inserted, (B)(6) 2023 13:52:19.000 alarmalertnotification faultnumber = failed batt test (58), (B)(6) 2023 13:52:19.000 battery removed, (B)(6) 2023 13:52:19.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 13:52:25.000 alarmalertnotification faultnumber = software error (53), (B)(6) 2023 13:52:25.000 battery removed, (B)(6) 2023 13:52:25.000 alarmalertnotification faultnumber = battery removed (84), (B)(6) 2023 13:53:21.000 battery inserted, (B)(6) 2023 13:53:21.000 alarmalertnotification faultnumber = failed batt test (58). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. The replace battery alert/ change battery fault (73) was expected (triggered 9.5 hours after the low battery alert). Off no power was expected due to battery power depleted. Failed battery test alarm was due to the customer's battery inserted on a battery change does not have sufficient voltage. Low battery alert (104) not confirmed. Change battery fault (73) not confirmed. Off no power (11) not confirmed. Failed batt test (58) not confirmed. Pump error 53 confirmed. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, and motor. No damage noted on the force sensor. Cosmetic damage was confirmed at the back of the pump. Critical pump error (open book image) alarm confirmed. Pump error 53 confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.